Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number, customer response, updates and investigation conclusion. Please see updated sections: b5, d4,g4, g7, h2, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Device evaluation was unable to duplicate the reported error code. During testing the technician was unable to adjust limit values due to the faulty pkrf board. The unit had old software that needed to be updated. The units error log did show the error code 400 ref 12, however this was unable to be duplicated. Olympus will continue to monitor the field performance of this device.

Event description:
Updates on event information: the event was found before the procedure during set up. It was unknown which procedure. The procedure was completed with a different unit (model and serial number unknown). Unknown if there was any delay. No patient injury or harm occurred. Patient demographics was unknown. The device was inspected prior to use and the error code was noted. No further information provided.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue of error code 400 ref 12 was not able to be duplicated however, during output testing the current limit value of the device was not able to be adjusted due to faulty circuit board found. The device was then tested using the reference test boards and once replaced, testing was performed for output test and burned in test. The device did not generate any error code and passed the burned in test. The unit was running an old software version and needs to be upgraded. Although the reported failure of error code 400 ref 12 was not duplicated, review of data log revealed an error 400 ref 12 showed 3 times. This error indicated that the relevant foot pedal is held down during power on self test or a faulty foot pedal indicated. Error ref 10 (foot switch blue stuck) showed one time on the log, indicated foot pedal is held down during post or there is a faulty foot pedal and 600 ref 14 error message showed in the log six times (footswitch mode pedal) indicated that the relevant foot pedal is held down by the user or there is a faulty foot pedal. The identified parts were replaced, software was upgraded. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported error code was not able to be duplicated however, the error reported was observed on the units data log. Although the reported failure was not able to be duplicated during the device inspection and physical testing, the reported failure was confirmed as revealed on the data log review. The error 400 ref12 indicated that the relevant foot pedal is held down during power on self test or a faulty foot pedal indicated. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited error code 400 ref12 error message (alpa check). There were no further details provided regarding the event. No patient involvement reported. No user injury reported.